Event description:
Reporter indicated a patient had the vns generator explanted due to infection (B) (6) 2010. The vns lead was later explanted due to infection on 04/02/2010. The vns lead was later explanted on (B) (6) 2010. The cause of the infection was due to recent vns generator replacement surgery which occurred on (B) (6) 2010. Cultures of the wound site indicated (B) (6). The patient is recovering well.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the lead and generator prior to distribution.